Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after inputting the amount of carbohydrates into the bolus screen, the pump calculated a different bolus amount than what the customer expected to receive. Review of the pump settings with tandem technical support verified that the customer accidentally changed the pump settings to the incorrect carbohydrate ratio and correction factor. Blood glucose level was 225 mg/dl. Tandem technical support assisted the customer in adjusting to the desired pump setting.